Manufacturer narrative:
Additional information is being requested in regards to whether or not the customer has requested for getinge to service the iabp unit involved. A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had a blood back. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and upon investigation blood was seen in the purge line, safety disk, crm, and purge valve assembly. To fix the issue the fse replaced the parts and performed a full system checkout and released the unit to customer for clinical use.